Manufacturer narrative:
H2, b5: event details have been updated. D10: concomitant product: product ID: 9735764r, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred toward the end of the case, so the surgeon proceeded with the case. The procedure was a functional endoscopic sinus surgery (fess). There was no reported impact to the patient.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during surgery, the system unexpectedly displayed a "no video detected" error on the main cart monitor. The issue occurred while the site was not near the system, and no cables were tripped or bumped into. The site attempted to reboot the system, but the error persisted. It is unknown at this time if there was a delay and if there was any patient impact.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0902: applicable to no video detected. A1102: applicable to the "no video detected" error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during surgery, the system unexpectedly displayed a "no video detected" error on the main cart monitor. It was noted that the issue occured near the end of the case and the surgeon proceeded with the surgery. The issue occurred while the site was not near the system, and no cables were tripped or bumped into. The site performed 2 reboots, moved the monitor around, and took the back of the monitor off to adjust the hdmi cord with no resolution. It was noted that during additional troubleshooting, the camera cart displayed "unable to connect." The manufacturer representative (rep) reseated all connections at the back of the monitor, computer, router, and uninterruptible power supply (ups). All ups lights were green. The representative did not have an extra hdmi cable and was unable to swap the cable out. The representative did not have an external monitor to try external video. The representative removed all connections from the back of the computer except power and hdmi and still received a no video detected. There was was no impact on patient outcome.

Manufacturer narrative:
H3, h6: the system was evaluated in the field. The computer was replaced and the issue with the system was resolved. Codes b01, c13, and d02 are applicable. The computer was returned to the manufacturer and underwent product analysis. It was determined that the computer failed to produce image to monitor for vgi, dp, and hdmi ports due to a bad graphics card. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, lot #: 2044c02747 and product ID: 9735795, - sections d10, h3, and h6 updated, including adding additional annex g code. G02014 remains applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.